Event description:
It was reported that the procedure was to treat the left main to left anterior descending (lad) and circumflex coronary artery bifurcation. When attempting to introduce the 3.0x12mm nc trek neo balloon dilatation catheter (bdc) into the copilot, the distal shaft of the bdc separated. It was noted the separation occurred outside the anatomy. A non-abbott 3.0x12mm balloon and the same copilot was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty inserting the device could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaints appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.